Event description:
The patient's spouse reported a CT scan revealed the catheter was coiled, the "upper end curled up on itself." The spouse reported the patient has pain in the thoracic area at the tip of the catheter. The patient receives morphine. Additional information has been requested by medtronic from the health care professional regarding the reported event. A supplemental MDR follow-up report will be sent to FDA if additional information is received.